Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14481. It was reported that one of the patient's leads had high impedances after several falls. The patient was reprogrammed on the working lead. Surgical intervention may occur to address the issue. It is unknown which lead had the high impedances, so both are being reported.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.